Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a negative antibody screen test of a patient with known antibodies using ahg anti-igg solidscreen ii on tango infinity. A second patient sample also showed a false negative antibody screening test. The customer returned neither the supposedly defective product for investigational testing nor the patient samples respectively qc sample which had caused false negative test results. Therefore our quality control laboratory tested their retention sample of anti-human globulin, anti-igg solidscreen ii with different samples and controls on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineer with no indication for a malfunction of the instrument. Metrology was performed and found to be within company specifications. Post service verification procedure was performed. The engineer checked the pipettor probe before doing anything to the instrument and it was clean, no serum or cell build up on the outside. Also, many pipettor rinse cycles were done to verify that the deep rinse was working properly.